Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nt419r - flexible shaft f/drill bits. According to the complaint description, during a total hip arthroplasty (tha), breakage of the shaft was observed. The broken area on the instrument was viewed and x-rays were taken. The fragment was retrieved successfully. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no.(B)(4).

Manufacturer narrative:
Additional information: d4 - batch number. D9 - product return. H3 - yes, evaluation. H4 - manufacture date. H6 - codes updated. Investigation results: visual inspection: the complained device shows several broken elements on the flexible part approximately 25 mm after the drill holder. The fracture surfaces of the broken elements show no visible material abnormalities / failures. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: on the basis of the fracture pattern and without further information about the detailed circumstances, a definitive root cause for the breakage of both devices could not be determined. The following can be mentioned as an informational note: such an error pattern usually occurs when the flexible shaft during the usage was too sharply angled and therefore the elements run against block. Based upon the investigation results, a CAPA is not required.